Manufacturer narrative:
The information related to event has been updated in summary and provided in this report.

Event description:
This was a social media post. Fiance was the one reporting the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. It was unknown that the auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.